Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
"Membrane had an blood leak during bypass - blood loss. Through gas out flow. Needed to be replaced. Treatment was 30 minutes delayed." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product for manufacturer's laboratory investigation. The oxygenator was contaminated with blood and needed to be cleaned with sodium hypochlorite three times. During tightness test according to lv 201/v01 no fiber leakage from gas outlet port could be detected but a leakage from de-airing membrane was found. Furthermore the tightness test according to lv 201 has been repeated and the cap of the de-airing membrane has been closed. Thereby a leakage at the sensor on blood inlet connector was found. Pump housing was removed. Thereby it has been found that the contacts of the sensor was corroded. Two more complaints were opened for the two additional malfunctions that were detected during investigation. Based on the received information and the investigation results obtained so far the reported failure could not be confirmed. It is possible that the customer got the impression that a leakage from gas outlet port occurred as the leakage run down through the oxygenator. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Event description:
Additional information has been received: no consequence for the patient. Treatment was delayed for 5-10 minutes due to priming of a new set. (B)(4).